Event description:
It was reported that a patient's device had been disabled due to the burst watchdog timeout and was consequently experiencing an increase in seizures. The physician could not recall the patient's settings. The physician planned to restore the patient's settings at an upcoming clinic visit. No additional information has been provided to date.

Event description:
Programming history was reviewed for the patient. The patient's magnet mode output current and autostimulation mode output current had been programmed to the same value, 1.125ma, 1 year prior to the event, making the patient¿s device susceptible to the burst watchdog timeout condition. No additional relevant information has been provided to date.